Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant fell from the driver when attempting to place it in thepatients mouth. They were able to complete the procedure with another implant.

Manufacturer narrative:
Product evaluation: an unknown placement driver was reported but not returned. Visual evaluation of the as returned devices identified no damage/malfunction of the implant returned. No pre-existing conditions were noted on the per. The reported devices were intended for an unknown tooth location. X-ray & picture evaluation: x-ray/picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - zimmer instrument kit system, zimmer dental single patient drills, driva drills, and tools, IFU 8874 rev 5 ¿ 08/19. Information identified: warnings, precautions and breakage. Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review could not be performed since the lot numbers were unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Complaint history review: a complaint history review could not be conducted for the unknown driver since lot/item number was unknown. Post market trending review: december post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, driver malfunction and the reported event could not be verified.

Event description:
There is no update to the original complaint description provided.